Event description:
After undergoing dental implant treatment with bone graft material (straumann boneceramic) and membrane (membragel), clinician states patient presented with discharge of pus around sutures and pain in 2009. Clinician prescribed antibiotics. Upon examination one week later, clinician stated wound breakdown apparent and placed dentomycin. Return visit a week later, clinician states site looks better but residual infection probably still present. Additional antibiotics prescribed. Six days later, clinician stated, patient was experiencing tingling and numbness around lower lip. Periapical x-ray taken and clinician cleaned out bone graft material and membrane and applied dentomycin. The following day, patient contacted by clinician and reported she feels much better and pain has resolved.

Manufacturer narrative:
Review of batch records indicated the product was manufactured to specification. The instructions for use provided with the product state that infection is a risk.